Event description:
A customer observed patient sample results associated with the wrong patient demographics on the ec analyzer. No patient results were reported. Mis-association of patient demographics and results may lead to inappropriate physician action. There was no report of a patient harm as a result of this event.